Event description:
Situation: my mom purchased the onetouch ultra2 device on (B)(6) 2019 to monitor her glucose level, the device now is giving inconsistent reading. Within the 10 min, the reading has a range of 40 units difference. It happened multiple times in a row. Action: we contacted the pharmacy and they told us to call lifescan to get a replacement. Lifescan representatives (first level and the supervisor) claimed that we need to go through a series of troubleshooting before issuing a replacement. I was a clinical research scientist for years and have extensive knowledge in device calibration and troubleshooting. It does not make any sense to induce patient pain for additional troubleshooting when the device is failed. FDA safety report ID# (B)(4).